Manufacturer narrative:
Removed hospitalization.

Manufacturer narrative:
A temporal relationship between the liberty cycler/liberty cycler set and the pt¿s peritonitis event exists. However, there have been no reported allegations nor is there any documentation that indicates a liberty cycler/ liberty cycler set malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the pt¿s peritonitis was most likely related to a breach in aseptic technique during ccpd treatment. Should additional information become available, this clinical investigation will be updated accordingly. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient required assistance programming the liberty cycler. During the tech support call. The patient reported requiring antibiotics for an infection. Follow up with the patient¿s peritoneal dialysis nurse confirmed the patient had cloudy effluent, the patient was cultured. Culture results unavailable. The patient was not hospitalized. The patient was treated with ceftazidime and vancomycin. No treatments were reported missed. The peritoneal dialysis nurse stated the peritonitis was caused by not using proper aseptic technique. There was no allegation of a product malfunction.

Manufacturer narrative:
Complaint sample is not available for evaluation. Therefore a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months from 02/14/2018 to 05/14/2018; resulting in 4 potential product lots. However, according to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. A device history review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.